Event description:
The customer stated she was hospitalized for low blood glucose levels due to the basal rates being programmed incorrectly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.